Event description:
Procedure type: nephrectomy. According to the reporter: some broken pieces looking like the device's parts were found in the cavity and retrieved. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).